Event description:
The customer reported a button error. The blood glucose reading was 316 mg/dl. The patient did not recall any significant events that led to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error. The device had no button response due to flattened dome switch on the escape button. The unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.